Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bullet tip fell out off in the pt leg. The bullet tip was retrieved from the pt's leg by trevor. No interventions needed. The procedure was completed using the same device. There was a small delay to retrieve the bullet tip. No harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/25/2025. An investigation was conducted on 07/28/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact dissection tip. The dissection tip was screwed on to a reference endoscope. The dissection was able to be attached to the reference endoscope with no physical or visual difficulties observed. The dissection tip was able to be removed from the reference endoscope with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was not confirmed. The lot # 3000471499 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a